Manufacturer narrative:
(B)(4). The customer did not keep the broken ring.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder indicator ring broke. A piece was stuck between the lid and the base causing the pump to not rotate. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: the perfusionist (ccp) stated that while setting up for cardiopulmonary bypass, the occluder indicator ring broke on their 4" roller pump that was in the cardioplegia (cpg) position. A piece was stuck between the lid and the base causing the pump to not rotate. The ccp was able to pull the piece out with hemostats; turned the pump off and restarted it, and the pump functioned as intended. They proceeded to use the pump for the case as the occlusion was already set and the roller pump functioned as intended. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the occluder indicator ring was broken. Photo evidence was included. The fsr replaced the occluder indicator ring. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.